Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked from 9 of the bd intima-ii¿ closed IV catheter systems' adapters during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "nurse found liquid leakage at adaptor, then changed a one one, this situation happened again, the third product was ok. There were 9 in 18 intima with same problem opened on (B)(6)."

Event description:
It was reported that liquid leaked from 9 of the bd intima-ii¿ closed IV catheter systems' adapters during use. The following information was provided by the initial reporter, translated from chinese to english: "nurse found liquid leakage at adaptor, then changed a one one, this situation happened again, the third product was ok. There were 9 in 18 intima with same problem opened on march 26."

Manufacturer narrative:
H.6. Investigation summary: a device history report was conducted for lot number 8171154, and no related abnormalities were found. It was also determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. CAPA 642738.